Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported that a (B)(6) male underwent a procedure at hospital of the (B)(6) (hup) due to a pocket infection and a pocket erosion s/p gen change (B)(6) 2021; both leads and devices were extracted. Patient was fine pre, during, and post ablation. No complications noted. The physician does not suspect any devices contributed to the infection. No device was reimplanted. No additional information is available. Reference 1035166-2022-00040.

Manufacturer narrative:
: The lead was in service for approximately 31 years before being explanted on (B)(6) 2022. The lead was explanted due to an infection; there was no specific performance related failure reported by the user. A 3.5cm proximal segment of an implantable lead (reported as a py 58 bv) was returned from the customer with amber colored tape wrapped around the insulation that contains a label (customer's identification label). The serial number was not visible and therefore could not be confirmed. The lead was returned incompletely, lacking parts, components or accessories that would be required for appropriate testing and analysis of root cause. The lead's outer insulation was in very poor condition with areas of damage such as cuts and abrasions. The following controls are in place to mitigate infection. The final labeling and packaging inspection procedure indicates all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Verify all sterilization processes acceptance criteria was met per biological indicators/process challenge device testing procedure. Per the instructions for use (IFU) for permanent implantable pacing leads, it informs the user that oscor's medical devices meet all applicable federal regulations governing sterilization prior to being released from our facility. All of oscor's sterilized products have consistently passed biocompatibility tests prior to release in shipment. Based upon our testing of products sterilized in this manner, oscor is confident its products are safe for their intended use. The leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. No further follow-up is required. There is no allegation that the device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.